Event description:
It was reported that the healthcare professional (hcp) called and inquired about this implantable cardioverter defibrillator (ICD) therapy off alert noted in latitude, which was not programmed by the known parties. Technical services (ts) verified that the last office check with programmer was recently done, but the location and individual responsible were unknown. The hcp had reached out to the patient, left a voicemail and planned to contact the emergency contact next. This ICD remains in service. No adverse patient effects were reported.